Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the problem was due to a hardware defect. The cable of the examination control console (ecc) was damaged which meant that no motor movement could be controlled. Such a defect can only be remedied by replacing the affected part with a service visit. After replacement of the cable the system worked again as specified. It was not possible to clarify who was responsible or what caused the cable to be damaged, but improper handling or the application of external force is the most likely cause. The spare parts consumption of the affected part was checked and a possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the user reported that the led's on the control modules were turning on and off. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.